Event description:
I had 4 level acdf surgery in 2019 and it was successful however, 3 1/2 weeks later my throat became so inflamed I couldn't swallow or speak. This went on for 3 months, and the inflammation is linked to my saline breast implants I got in 1994. I almost died from my airway being obstructed by the inflammation and I choked on a pain pill. Reference report# mw5167179.